Manufacturer narrative:
The index procedure was an elective case. The target lesion was the lmt/proximal lad. The lesion was reported to be: de novo, eccentric, ostial, a bifurcation lesion, 5 mm in length, 3.0 mm in diameter, and a type c. The lesion was pre-dilated with a 2.25/15 mm balloon at 8 atm for 15 sec. A cypher 2.5/18 mm stent was implanted at 20 atm for 30 sec. The stent was post-dilated with a 3.5/10 mm balloon at 12 atm for the proximal portion of the stent-inflation time unk. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. The struts of the stent were reported to be opened on the sides of the left circumflex and the 1st diagonal. Please note that device (lot# i0306117) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the affiliate indicated that five (5) hours after the index procedure, the patient complained of chest pain. The patient's ECG was noted to be abnormal. Coronary angiography was done and the previously implanted cypher stent was noted to occluded with thrombus. Aspiration of the thrombus and ptca using a 3.0 mm balloon was done-details were not known. The residual stenosis was reported to be 25%. The patient was reported to be on the intra aortic balloon pump (iabp), peripheral cardiopulmonary support (pcps), and a repirator. The days after the adverse event (ae) the patient was reported to be stabilizing. The physician's comment regarding the probable cause of the ae was that it might be due to: there was an untreated lesion distal to the implanted cypher stent. There was and untreated lesion at the ostium of the first (1st) diagonal artery. The proximal portion of the stent was under-dilated. There was a step in the stent. The stent diameter at the left main trunk (lmt) was around 3.5 mm and left anterior descending (lad) section was 2.5mm. The run-off to the distal end of the lad was insufficient.